Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this device is being followed on a monthly basis as it is included in the shortened replacement window advisory population. A technical services consultant recommended demonstrating beep tones to the patient however no tones could be heard.

Manufacturer narrative:
As of today, the device remains in service. No adverse patient effects were reported.